Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm occurred while the customer was laying in bed. Reportedly, the customer was not laying on the pump and there was nothing pressing on the wake button. Customer's blood glucose was 219 mg/dl.